Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. The instrument was found to have charring and localized melting at the grip base between the grips likely due to insulation degradation and carbonized tissue creating a conductive pathway. The instrument passed the electrical continuity test. Additionally, findings from further inspection of the instrument identified various scratch marks with light material removed on the main tube. The scratch marks, approximately 0.069¿ to 0.133¿ were not aligned with the tube axis. This failure is most commonly caused by instrument mishandling and misuse. Site history review: a review of the site's complaint history does not show any additional complaints related to this product. No procedure video or image was submitted to isi for review, and no additional technical analysis was conducted. Review of the system logs confirmed that the maryland bipolar forceps (mbf) instrument was last used for a procedure on (B)(6) 2019 using da vinci system sk2437. The instrument had 8 remaining lives. No usage of this instrument was logged for the reported event date of (B)(6) 2019. This is consistent with the customer reported event - the issue was identified prior to use. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the maryland bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). The customer reported complaint does not itself constitute an MDR reportable event; however, this complaint is being reported because the complaint information alleges a burnt instrument pulley with no allegation of mishandling or misuse. Evaluation by failure analysis confirmed the customer reported issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The instrument has 8 remaining usable lives, therefore, had not expired. Implant date is blank because the product is not implantable. Information for the fields in initial reporter is not available.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, inspection identified that the maryland bipolar forceps (mbf) instrument pulley was burnt. Planned use of the instrument was discontinued. The instrument was replaced with a backup. The user completed the planned procedure with no further issue reported. There was no report of unintended energy discharge to the patient. No known impact or patient consequence was reported.